Event description:
It was reported that the patient experienced urethral atrophy under the ams 800 artificial urinary sphincter (aus) cuff. The existing aus cuff became loose due to the atrophy so it was removed. A new downsized 5.5 cm cuff was implanted at the bulbous urethra using perineal approach. No further complications were reported relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.